Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that noise was observed on the electrograms. The noise occurred either while the patient was sleeping or at school. Fracture was suspected. The lead was explanted and replaced.